Manufacturer narrative:
(B)(4). The cefazolin and gentamicin therapies were discontinued nine days after starting therapy. The following day the patient began treatment with ¿huostide¿ 2 gram per day for thirty-one days (route not reported) for the event of bacterial peritonitis. The same day pd therapy was discontinued and the patient was transferred to hemodialysis. The patient was discharged from the hospital twenty-six days after admission. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as "the patient was non-compliant" (further details not reported). The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis effluent. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (2 grams per day) intraperitoneally (ip) and gentamicin therapy (80 milligrams per day). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.